Event description:
It was reported that, during an ablation procedure this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode due to pacing impedances out of range. Upon reviewed it was found another sam episode due to low impedances out of range. The technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.